Event description:
It was reported "pt complained of left calf pain in recovery room. Two inch in diameter reddened area was noted to left calf from bovie grounding pad site."

Manufacturer narrative:
The device has been returned for evaluation. When the investigation is complete, we will file a supplemental report.